Manufacturer narrative:
Received one speedband superview super 7 device for analysis with residue present indicating use. A visual examination of the ligator head found all seven bands present with the first band slightly moved. There were no issues with the irrigation tube and the ligator head teeth. The suture loop was noted to be broken and attached to the ligator head and the trip wire loop. The proximal loop of the trip wire was retracted into the handle post with the crimp caught inside the post. The trip wire was only wrapped half a revolution around the spool and was not secured in the handle assembly slot. The slot did not present any evidence of previous securing of the trip wire. A functional evaluation of the handle was performed by turning the handle knob at 180 degrees, indents were felt and an audible click was heard. No issue was noted with the handle assembly. Based on the evaluation of the returned device, it appears that the trip wire was not properly tightened and secured during device set-up, as instructed in the dfu. Failure to properly tighten and secure the trip wire most likely contributed to the complaint event. Therefore, the most probably root cause is user/use error. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the handle was turned multiple times in an attempt to deploy the band; however, the band failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported issue of bands failed to deploy. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the handle was turned multiple times in an attempt to deploy the band; however, the band failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.